Manufacturer narrative:
Literature citation: wei, t et al. Clinical and radiographic results of cervical artificial disc arthroplasty: over three years follow-up cohort study. Chinese medical journal 2010; 123(21): 2969-2973. The average age of the patients was 50.9 years (range from 29.0 to 73.0 years). There were 35 men and 15 women. (B)(4).

Event description:
Postoperative complications were reported in a prospective cohort study in which 50 patients underwent cervical disc arthroplasty from (B)(6) 2003 to (B)(6) 2006. The patients failed conservative therapy after 3 months. There were 39 patients who received 1-level disc arthroplasty, and 11 patients received 2-level disc arthroplasty. There were no perioperative complications. The median follow-up was 41.85 months (range from 36.00/55.63 months). Anterior migration of the prosthesis of 2 mm was detected in one patient at the 6-month follow-up. This was due to a deficiency in the endplate milling process. This patient has no neurological or vascular complications, and does not have dysphagia neither. The prosthesis was noted to have regained stabilization at the 18-month follow-up and no more extrusion has been noted at the most recent follow-up of 49 months.